Manufacturer narrative:
Section b5: additional information: isi followed up with the initial reporter and obtained the following additional information: per the physician, the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax. It is unclear what contributed to the large pneumothorax, which was located in the right upper lobe (rul), and identified on a post-procedure chest x-ray. A diagnosis was obtained, but was not disclosed. The patient experienced shortness of breath and was admitted to the hospital for one day, then discharged home.

Event description:
See section h11 for additional information.

Event description:
It was reported that a pneumothorax requiring a chest tube for management, occurred at an unknown time. It is unknown what region of the lung was biopsied, if the patient experienced any symptoms, and the patient's current status/procedure outcome. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
System logs were not available for review.